Event description:
It was reported that the pump exhibited error code 104. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a scratched screen and a cracked syringe port. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.